Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, the commander delivery system balloon ruptured at the end of full valve deployment. The ruptured balloon was removed through the esheath without any complication and no patient issues were noted.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10 to reflect no product return evaluation: the balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: presence of calcium in the native annulus a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU) or training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function and there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3 mensio provided, there was presence of calcium in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.